Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a thr had been performed on (B)(6) 2022, they noticed that incompatible implant sizes were used since the staff had opened the incorrect sized liner during the surgery. This adverse event was addressed by revision surgery on (B)(6) 2022 to exchange the or3o dm xlpe insert 28/44 along with the oxonium fem hd 12/14 28 mm +0. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, although no clinical/ medical records were received, it is noted the staff opened and implanted the incorrect sized liner. Therefore, the reported event and subsequent revision are related to human error and is not related to a mal performance of the implant or implant failure. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for or3o¿ dual mobility system revealed that the correct selection of the implant is extremely important. The appropriate type and size should be selected and failure to use the optimum-sized component may result in revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used or user/procedural variance. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.